Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # ==> (B)(4). Investigation summary ==> the device associated with this report was not received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
Literature article received titled, " increased aseptic tibial failures in patients with a bmi =35 and well-aligned total knee arthroplasties "purpose of the study was to calculate the risk of revision secondary to aseptic loosening correlated with increased bmi in 5088 primary tkas. Operations were completed between 1998-2012. Follow-ups were completed at 5 and 15 years. Patients were included with aseptic loosening without evidence of deep periprosthetic infection, polyethylene wear, instability, or arthrofibrosis. 9% of patients were normal weight, 28% were overweight, and 63% were obese per who standards. 2607 patients had depuy pfc sigma. 77 patients had depuy attune. The remaining patient were implanted with competitor knees. Cement manufacturer is unknown. Failures: 19 depuy pfc sigma patients were revised for aseptic tibial loosening. 0 depuy attune patients were revised for aseptic tibial loosening. No other patient harms/failures presented.